Event description:
It was reported that there was an error that resulted in an inability to initiate mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was replaced to resolve the issue. Block a: customer contact reports no patient information available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.